Event description:
Clip and delivery system were removed due to an observant clot; after removal, clot was not on equipment. New guide and clip were opened and deployed. Manufacturer response for abbott mitraclip, (brand not provided) (per site reporter): rep was present for the case and replaced the product. Product was sequestered by our risk team pending any adverse effects on the patient.